Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital made a decision to exchange the lvad due to suspected thrombus in the pump. The pt had reportedly developed mild hemolysis and a possible inlet cannula thrombosis was suspected. Some power spikes had been observed along with persistent low pulsatility index (pls) and the pt had been treated with intravenous heparin and integrilin with some improvement. Although no obvious thrombus was reportedly visualized upon device explant, the clinical staff noted tissue growth in the left ventricle (lv) which had significantly obstructed the inflow conduit.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.